Event description:
It was reported that: during the middle of the case, the user was unable to ventilate the pt in either automatic or manual ventilation mode. The user could not build pressure and it appeared as if a leak was present, but the user could not identify the problem. The user chose an alternate ventilation device to ventilate the pt. Another anesthesia machine was brought in to complete the case. No pt injury.